Event description:
On (B)(6) 2012, the patient contacted animas to report a high blood glucose (bg) excursion. The patient reported a high bg of 557 mg/dl at 11pm on (B)(6) 2012. In response to the elevated bg, the patient claimed she took a 6.7 unit bolus and then went to bed. When she re-checked her bg 3 hours later it was 556 mg/dl. The patient stated she felt nauseous, but denied testing positive for ketones. The patient informed customer support that she then changed out site/set and took an injection and within 1 hour her bg had dropped to 170 mg/dl and 2 hours later it was down to 70 mg/dl. At the time of the call, the patient informed customer support that at 9pm on (B)(6) 2012 she had programmed and delivered a 10 unit bolus via her meter remote to cover for her dinner. The patient claimed that she and her fiancé figured out the carbohydrate together and watched the meter count down the units. After the high bg excursion was resolved and prior to contacting animas, the patient stated that the subject pump was not recording bolus deliveries. The patient reported that the checked the pump's bolus history and noted there was no record of bolus administered at 9pm on the evening of (B)(6) 2012. The patient stated she reviewed alarm history and there were also not records of a cancelled bolus. The patient then checked the log book of her meter remote and the 9pm bolus also did not appear on the meter's record history. At the time of troubleshooting, customer support noted that both the pump and meter remote were paired. The alleged issue remained unresolved. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powered up normally and paired successfully with meter. Boluses were executed using meter remote with no errors. The pump passed rf testing. All boluses performed during testing were accurately recorded in the pump history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #2 date of submission 01/29/2013-device evaluation: the meter findings have been updated on (B)(4) 2013 to meter there was no defect found instead of unable to investigate and the meter passed rf test.